Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Laboratory analysis was unable to confirmed the reported field allegations. The lead passed all tests.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right ventricular (rv) lead exhibited loss of capture due to dislodgement. The rv lead was explanted. No additional adverse patient effects were reported.